Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Display segment faulty. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device was able to power on using batteries, obtain readings and alarmed audibly and visually under alarm conditions. When powered on led segments on the led digits do not fully light up. Internal inspection showed the system circuit board has an intermittent open circuit in the failed led segment resulting in led digits not lighting up. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.